Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.